Manufacturer narrative:
(B)(4).

Event description:
It was reported "the nurse was able to take morning bloods and administer IV medications at approx 06:30 without any issues. However, by 07:00 the nurse noticed that the cvc dressing was wet. The nurse stopped both IV fluids and tpn, and removed the dressing and there seemed to be white tpn fluid leaking around the cvc insertion site. The nurse then flushed all lumens and replaced each port with a bung so they could not be used (aseptic technique throughout). With all other lumens the nurse did not notice any leaking when flushing, but when I came to flush the tpn lumen there was lots of leaking from around the cvc insertion site. This indicated a rupture on the internal part of the cvc line. This did seem close to the surface, but still under the skin. The nurse redressed the cvc and handed over to the day staff that it is not safe to use." Additional information was requested from the customer; however, further details have not been provided at this time.

Manufacturer narrative:
Qn #(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the nurse was able to take morning bloods and administer IV medications at approx 06:30 without any issues. However, by 07:00 the nurse noticed that the cvc dressing was wet. The nurse stopped both IV fluids and tpn and removed the dressing and there seemed to be white tpn fluid leaking around the cvc insertion site. The nurse then flushed all lumens and replaced each port with a bung so they could not be used (aseptic technique throughout). With all other lumens the nurse did not notice any leaking when flushing, but when I came to flush the tpn lumen there was lots of leaking from around the cvc insertion site. This indicated a rupture on the internal part of the cvc line. This did seem close to the surface, but still under the skin. The nurse redressed the cvc and handed over to the day staff that it is not safe to use." Additional information was requested from the customer; however, further details have not been provided at this time.